Event description:
It was reported that during a superior pulmonary embolization treatment procedure, a coil tip detachment occurred. The target lesion details are unknown. A non bcs catheter was advanced into the patient. After deploying the first coil successfully, the 6 mm x 20 cm .035 interlock 2d was advanced and got stuck in the hub of the catheter. The physician attempt to deploy a third coil and the same issue occurred. The physician cut the non-bsc catheter and found the tip of the coil from the second coil was broke off, and stuck inside the catheter preventing other coils to be deployed. The devices were removed and the procedure was completed with another devices. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).